Manufacturer narrative:
Additional h6 codes: health effect - clinical codes: kidney and urinary tract e13: renal impairment e1305: renal failure e130501. Infections e19: bacterial infection e1901: drug resistant bacterial infection e190101. Manufacturer's investigation conclusion: a review of the submitted controller log files confirmed a sudden decrease in flow and a sustained low flow alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The controller event log file contained events from 29aug2025¿ 09sep2025, per the timestamps. On (B)(6) 2025, a sudden decrease in flow to 0.0 liters per minute (lpm) was observed resulting in a sustained low flow alarm. Flow remained at 0.0 lpm until the driveline was disconnected, appearing consistent with the reported controller exchange. No other notable events or alarms were captured, and the pump appeared to be operating as intended while the driveline was connected. It was reported that the device, (B)(6), was not explanted for evaluation, and no autopsy was performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the low flow hazard alarm condition. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 1 of the IFU also lists potential adverse events, including death, bleeding, thromboembolism, infection, and renal failure, that may be associated with the use of the heartmate 3 lvas. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller was exchanged by intensive care unit (ICU) staff. The patient's flow dropped to 0 resulting in the system controller exchange. The patient was reported to be asymptomatic during the event. Exchanging the system controller was noted to have resolved the 0 flow event, though the cause of the low flow alarms was not determined. The patient was noted to have protein-losing enteropathy (ple) and chronic kidney disease and was admitted for fluid overload. The patient was given a bumex drip, diuretics and 25% albumin to manage the ple. The patients overall condition was noted to be declining, and the site was concerned that they were reaching the limits of the medical therapy could achieve. The patient was noted to have suffered an episode of renal injury pre-left ventricular assist device (lvad) implantation. The patient ple was first suspected on (B)(6) 2023, though it was not thought to be device related. The patient also developed a gastrointestinal bleed while admitted. The patient was noted require several bloods transfusions and was taken to the operating room for an esophagogastroduodenoscopy (egd) with biopsy. The gastroscope was noted to pass with ease into a normal looking esophagus. The stomach was intubated and a large clot was seen in the body of the stomach. The duodenum appeared to have bright red blood with no source of bleeding identified. Adjacent to the antrum a large shallow bleeding ulcer was noted. The wound was cauterized with argon plasma coagulation (apc), and no further bleeding was seen. The patient's treatment plan included an octreotide infusion, protonix, carafate, total parenteral nutrition (tpn), and being nothing by mouth (npo). Hemoglobin and hematocrit was checked every 6 hours.

Manufacturer narrative:
Additional h6 codes: health effect - clinical codes: kidney and urinary tract e13 : renal impairment e1305: renal failure e130501. Infections e19: bacterial infection e1901: drug resistant bacterial infection e190101. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's infection was first noted on (B)(6) 2023. The patient was being treated with oral ciprofloxacin, however the driveline site was cultured at this time and returned positive for pseudomonas which were not suspectable to ciprofloxacin. The patient was admitted at this time and a peripherally inserted central catheter (PICC) line was placed. The patient was sent home with a 14 day plan of cefepime, however repeat cultures after the treatment course showed the infection had colonized. A blood culture on (B)(6) 2025 showed psuedomonas and the patient continued on intravenous antibiotics. The patient's renal failure was not considered device related as it was related to end stage anuric renal failure due to failed fontan physiology and the chronic pseudomonas infection of the patient's driveline. The device was noted to have operated as expected and the device was disconnected after the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted controller log files confirmed a sudden decrease in flow and a sustained low flow alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025, per the timestamps. On (B)(6) 2025, a sudden decrease in flow to 0.0 liters per minute (lpm) was observed resulting in a sustained low flow alarm. Flow remained at 0.0 lpm until the driveline was disconnected, appearing consistent with the reported controller exchange. No other notable events or alarms were captured, and the pump appeared to be operating as intended while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, document, and patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the low flow hazard alarm condition. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 1 of the IFU also lists potential adverse events, including death, bleeding, thromboembolism, infection, and renal failure, that may be associated with the use of the heartmate 3 lvas. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted system controller log files confirmed a sudden decrease in flow and a sustained low flow alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The system controller event log file contained events from 29aug2025¿ 09sep2025, per the timestamps. On 06sep2025, a sudden decrease in flow to 0.0 liters per minute (lpm) was observed resulting in a sustained low flow alarm. Flow remained at 0.0 lpm until the driveline was disconnected, appearing consistent with the reported controller exchange. No other notable events or alarms were captured, and the pump appeared to be operating as intended while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the low flow hazard alarm condition. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 1 of the IFU also lists potential adverse events, including bleeding, thromboembolism, and renal failure, that may be associated with the use of the heartmate 3 lvas. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's outcome was initially reported under manufacturer report number 2916596-2025-07331. Additional codes health effect - clinical codes: kidney and urinary tract e13: renal impairment e1305: renal failure e130501. Infections e19: bacterial infection e1901. Health effect - impact code unexpected diagnostic intervention f22: ivd testing f2204. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2025 the patient passed away due to worsening fluid overload, renal dysfunction and a chronic pseudomonas driveline site infection. The device was functioning properly and would not be explanted.